Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.